Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 4cm mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that one of my rns d/ced a PICC from a patient on sunday and found that it was fractured near the 4cm mark. It was causing the PICC to leak at the insertion site and arm swelling to occur on the patient. Placed (B)(6) 2024 4fr sl trimmed to 38cm. Catheter inserted to 37cm with 1cm external from insertion site. The other patient had a swollen and red arm from the line breaking inside the patient and infiltrating the medication. To my knowledge the redness and swelling was able to down after PICC removal.

Event description:
It was reported that rn d/ced a PICC from a patient on sunday and found that it was fractured near the 4cm mark. It was causing the PICC to leak at the insertion site and arm swelling to occur on the patient. Placed (B)(6) 2024 4fr sl trimmed to 38cm. Catheter inserted to 37cm with 1cm external from insertion site. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.